Manufacturer narrative:
Concomitant devices: insert part#71453221 lot#12km09702: tibia part#71420186 lot#12ht21881 : sawblade part#76545014 lot#112dt17310.

Event description:
It was reported a right knee revision surgery was performed due to pain.